Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation was reported to abbott. The patient had multiple reprogramming sessions. The patient was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.